Event description:
It was reported patient underwent an alps plate and screw removal procedure on (B)(6) 2012. Upon removing a screw, the tip of the driver bit fractured off and remained in the screw. Another driver bit was used to remove the remaining screws and the plate and fractured tip. The plate was removed due to patient complications and unrelated to the product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. The product identification necessary to review manufacturing history was not provided.